Event description:
It was reported that during implant procedure, the screw was noted to be out of the rv lead. The physician elected to implant new lead after unsuccessful attempts to retract the screw. The patient was stable.